Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to MFR report number (B)(4).

Event description:
It was reported the deflectable videoscope displayed no image. The issue occurred during pre-use inspection and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional and distributor should be unmarked from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction did not reoccur. Additionally, the event the objective lens glue was peeled off was found during the device evaluation. Based on the results of the investigation, the cause of the no image was likely due to the water invasion in the video connector resulting in corrosion, and the cause of the objective lens glue peeled off was likely due to the interference with something hard and sharp objects, scratching, hooking, piercing, or bumping. However, a definitive root cause could not be identified. The event can be detected by following the instructions for use which state: instructions for ltf-s190-10, operation manual, chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. It is suggested that the user facility review the new handling, including reprocessing, and instruct the facility as needed in order to prevent recurrence of the subject event. It is also suggested to inspect the device before use and periodically. Olympus will continue to monitor field performance for this device.